Event description:
It was reported that the customer went to the emergency room with a blood glucose (bg) level displayed as "high" (specific value was not provided) on (B)(6) 2026. Cause was not known. Customer was treated with nausea medication to address the elevated bg. Customer was discharged later the same day with no permanent damage. After discharge, the customer treated the elevated bg with a correction bolus via the pump.